Manufacturer narrative:
Additional 510k numbers: k011028, k013227. Zimmer implant outer container, and empty inner vial received.

Event description:
The doctor indicated that on (B)(6) 2017, when the box was opened the implant vial (tsvb13) lot number (63465573) was empty.

Manufacturer narrative:
An outer box (item 14) was returned with an outer vial (item 13) and the patient chart label (item 9) from pd-tsvb13 rev l. Visual inspection of the as received products identified that the temper resistant tabs on the green cap of the outer vial were broken. The inner vial containing the implant, cover screw, and the mount was missing. The vial did not identify any damage or malfunction and the labels on the vial and the outer box appeared to be in proper condition. The complaint does not allege a failure that can be tested. No additional testing was performed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances which could cause or contribute to the reported event were documented in the DHR. The complaint was not verifiable, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The customer reported that ¿when the box was opened, the vial was empty¿. However, it was identified that the tamper resistant cap on the outer vial was opened by the customer so the exact details and condition of the product as received by the customer could not be verified. All operations and inspections were executed as per applicable procedure. Therefore, based on the information provided, a probable cause could not be determined. UDI# (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.